Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a pump error 25 on the insulin pump. Customer's blood glucose was unknown. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The pump passed the displacement test. The pump was returned for a power error alarm. The alarm was confirmed during testing. The root cause was the non-sleep anomaly software error. The pump also had a cracked reservoir tube lip, scratched case and minor scratches on the lcd window.